Manufacturer narrative:
Concomitant products: 359482 lead, implanted: (B)(6) 2012.

Event description:
It was reported that about one week after implant, the patient felt faint and occasional diaphragmatic stimulation on the left side when lying down. As the left ventricular (lv) lead outputs were too high, the device was reprogrammed to lower the lv outputs and the lv lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.